Event description:
Patient presented for refill in 2002 stating an increase of pain had occurred and withdrawal symptoms had occurred in early february. Reservoir of pump returned 15 ml - should have been 3.8 ml. No low battery alarm occurring. X-rays of low back with side port myelogram done. Severe resistance encountered with last 0.5 cc - determined catheter to be occluded also x-ray revealed catheter to be displaced to epidural space. Catheter revision done in 2002. Catheter not returned for analysis. Patient recovering from surgery. Receiving pain relief with new device.